Event description:
A caller reported an issue with their continuous glucose monitor (cgm), specifically citing an error with the sensor. Technical support provided guidance on how to perform a complete pump reset. Following the reset, the cgm error was resolved, and the caller successfully initiated a new sensor session. There was no adverse impact to the customer¿s blood glucose level.